Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has a sinus cavity infection and face drooping. When he went to his neurologist, they said the device recall could be the cause of his issues. The customer reported he woke up and noticed face drooping, slurred speech, eye was drooping to one side of his face and was subsequently hospitalized. The customer had an MRI and CT scan. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.